Event description:
It was reported that the patient presented in the emergency room with low heart rate. Upon interrogation, the right ventricular (rv) lead exhibited failure to capture and high capture threshold. Programming changes were done. The physician elected to replace the right ventricular lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
It was reported that the patient presented in the emergency room with low heart rate. Upon interrogation, the right ventricular (rv) lead exhibited failure to capture and high capture threshold. Programming changes were done. The physician elected to replace the right ventricular lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.